Manufacturer narrative:
This follow-up report is being submitted to correct the original report.upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Large scratch in the tibial tray surface after the tray was impacted. The scratch was superficial and did not interfere with insertion of the articular surface.